Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not conclusively be determined. The controller event log file contained events from 09nov2025 through 10nov2025, per the timestamps. A single low flow alarm was captured in the setting of elevated pi. Additionally, multiple low flow fault flags were captured that were not active for long enough to activate a low flow alarm. No other notable alarms were captured, and the pump appeared to function as intended throughout the log file. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. He current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists stroke as an adverse event that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4, ¿heartmate touch¿ communication system,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review for the patient who presented with a cerebrovascular accident (cva). No alarms were noted by the site upon interrogation, and the log files captured two isolated low flow flags on (B)(6) 2025 which did not persist long enough to trigger low flow alarms. No other unusual events were recorded in the log file event history.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
A computed tomography (CT) scan was done on (B)(6) 2025 which showed left gangliocapsular hyperattenuation and mild mass effect on the left lateral ventricle and sylvian fissure. It also revealed left brachium pontis hypoattenuation. Some of the results were possibly artifactual, so a magnetic resonance imaging (MRI) follow-up was recommended. The event was stated to be a left middle cerebral artery (mca) stroke that was likely embolic from a proximal left mca occlusion. The outcome was stated to be related to the patient's change in their international normalized ratio (inr) to 1.3 on (B)(6) 2025. The patient had a change in mental status, was lethargic, staring blankly and not responding. They also had evidence of right sided facial droop, and the patient was brought by emergency medical services (ems) to an outside hospital. This was treated via a mechanical thrombectomy, and the patient had improving right-sided deficits. Their plan of care was to be discharged on (B)(6) 2025 to acute in-patient rehab with continued physical therapy. Additional routine log files were submitted for the patient with an isolated low flow alarm the morning of (B)(6) 2025. The low flow alarms improved after fluid administration and presumed caused by hypovolemia. The log files captured low flow events on (B)(6) 2025 and (B)(6) 2025. There were no other unusual events recorded in the log file event history.